Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose levels of 47 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call. Customer was treated with food. The customer was wearing the insulin pump during the incident. The customer was also having tremors but was unsure if they were diabetes related. Troubleshooting was completed but did not resolve the issue. The customer also had a low incident on (B)(6) 2018. The customer requested assistance with changes to their settings due to the lows. The customer had diarrhoea before the incident and was also on dialysis. The insulin pump will not be returned for analysis.